Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 7.5, lab 2.84. Note: pt's coumadin dose was discontinued a few days prior to testing. Technical support shall follow up with customer to obtain further info.